Manufacturer narrative:
Unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual test, functional testing with the occlusion tester, downloading the event history logs, and an accuracy test that passed, the pump was found to have a damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the device was not working properly, and it was sent for repair. There was unknown patient involvement.